Event description:
Allergan aesthetics received a report of a patient treated abdomen and flanks on (B)(6) 2021 and (B)(6) 2021 with coolsculpting coolcurve plus developed paradoxical hyperplasia (pah/ph). Patient was diagnosed with pah on (B)(6) 2022 by medical doctor. Reporter also states patient presented with possible relation to coolsculpting procedure, cardiac arrhythmia requiring ablation. After medical review, there is insufficient information to be able to relate cardiac issues to coolsculpting procedure.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit. Reporter also states patient presented with possible relation to coolsculpting procedure, cardiac arrhythmia requiring ablation. After medical review, there is insufficient information to be able to relate cardiac issues to coolsculpting procedure.

Event description:
Abbvie received a report that a female patient was treated on (B)(6) 2021 with coolsculpting to the upper abdomen, lower abdomen using a cooladvantage+ applicator and to the and upper flanks using a coolcurve applicator. On (B)(6) 2021, the patient was admitted to the ER with heart palpations and had an ECG. On (B)(6) 2021, the patient was admitted to the ER for cardiac arrhythmia and subsequently had ablation surgery. The treated areas have since developed visible and firm tissue. The patient has been diagnosed with paradoxical hyperplasia (ph) to the treated areas.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: cooladvantage devices not included in voluntary discontinuation and recall.

Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra fat, flanks, mid and lower abdomen on (B)(6) 2021 using a cooladvantage, coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra fat, flanks, mid and lower abdomen on (B)(6) 2021 and (B)(6) 2021 using a cooladvantage, coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph).